Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) conversed with the customer regarding issue reported "failed pump/shutdown", the customer advised that when it was evaluated the batteries were completed depleted. To test the unit the customer left the unit charging overnight and the batteries charged 100%. The facility requested for a fse to service the unit, once the fse arrived on site he evaluated the unit and confirmed that the unit was charged since the day of the incident and that the unit was still 100% charged. Also, there was nothing unusual in the logs, he then ran the unit on the battery for 2 hours and tested the unit per the manufacturer specs and could not duplicate any shutdown issue. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) shutdown. No patient harm, serious injury or adverse event was reported.